Event description:
Pt is premature 2 month old with hydrocephalus. Pt has had shunts of unk origin implanted previous to this incident. Chronic infections prompted the decision to remove the existing shunt and perform a ventriculostomy. The clinician made a decision to re-implant a shunt after the ventriculostomy showed no clinical improvement. During surgery in 1999 attempts were made to implant a shunt. Each attempt involved a different shunt. The first and second shunts used in this surgical procedure showed no flow of csf when tested. The third shunt implanted did show acceptable flow, and was left in place. Pt is doing well as per user facility on 08/16/1999.